Event description:
A fire crew responded to a pt on a commuter train described as in full cardiac arrest with bystander CPR in progress. The device was connected to the pt and the "analyze" button pressed. No shocks were advised by the device on the first and second analyses. The device advised a shock on the third analysis which was administered to the pt. Subsequent analyses advised no shocks. An als crew subsequently arrived and took over the code. The pt was not resuscitated. Reporter is questioning device's "no shock advised" decision on event segments which, upon review by the medical director, appear to be shockable. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the extended down time of the pt.